Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of cerebral aneurysm, this coil had tail outside the aneurysm. It was reported that after framing with a coil of another company, the doctor used the reported coil. The reported coil was inserted without problem. The coil was detached, and the delivery pusher was removed. After a while, the tail of the coil went back to the inside of the microcatheter. The doctor inserted the following coil in that situation and pushed the tail of the reported coil out of the microcatheter, and the following coil was also inserted. It was reported that the physician confirmed through angiography that this coil detached. The pushwire was completely removed from the catheter. There was not any coil still attached to the pushwire. The devices were prepare per IFU. The coil was detached and placed inside the patient (no complications occurred). Reoperation was not required. The surgical time was not extended. No patient injury was reported. Vessel diameter: medium vessel status: no abnormalities. Instant detacher lot number a687510.